Event description:
It was reported the catheter was dislodged. It was stated there was a revision on the day of report. It was noted the surgery was described as ¿spinal ligament revision.¿ it was stated this was the 2nd time the catheter had migrated out of the intrathecal space. It was noted the previous revision was in (B)(6) 2013. The pump was used to deliver morphine. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer report # 3004209178-2013-12982 for 1st migration.

Manufacturer narrative:
Concomitant product: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).